Manufacturer narrative:
The event accrued as part of a clinical trial and involved two products: a study device (elunir 4.0 x 38) and a non-study device (elunir 3.5 x 20). The study device is not marketed in the us, whereas the non-study device is commercially available in the us. Initially, the event was assessed by the investigator and by the medical monitor as unlikely related to the study device but related to the procedure. On a cec meeting held on feb. 11, 2019 it was decided that the event is possibly related to device and related to procedure. The cec clarified that the relatedness adjudication refers to the study device only. As mentioned earlier, this device is not marketed in the us. On apr 8, this case became reportable in the us following medinol's interventional cardiologist conclusion that the relationship between the event and the us marketed elunir (lot # lnrin00164, size-3.5x20 ) can not be ruled out. DHR review was conducted - the released systems from this lot met the required specifications. Angiogram analysis: the angiogram of the procedure was analyzed and documented under gd19-024 rev. 1 with the following conclusions/; the revascularization of the lad with 2 stents was appropriate and performed adequately per angiography; there is occlusion of several small branches and distal embolization in the main lad which can explain the elevated troponin post procedure. IFU review was conducted - no deviation of IFU was reported. Final report overall conclusions: the review of the dhrs indicates that the products were within specifications when they were released for marketing. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. The angiogram was reviewed by medinol's cardiologist dr. (B)(6). According to dr. (B)(6)'s expert opinion: revascularization of the lad with 2 stents was appropriate and performed adequately per angiography. There is occlusion of several small branches and distal embolization in the main lad which can explain the elevated troponin post procedure. The issue of increase in troponin level event was assessed by the investigator and by the medical monitor as unlikely related to the device but related to the procedure. The cec meeting held on feb. 11, 2019 decided that the event is possibly related to device and related to procedure. Myocardial infarction is a well-known potential adverse event that may be associated with the implantation of a coronary stent in coronary arteries and is listed as such in section 7 of elunir IFU. Procedure was completed successfully on (B)(6) 2018 with no injury to the patient. The patient was discharged with medication on (B)(6) 2018.

Event description:
Event description: initially reported on jan. 17, 2019 through medinol's clinical department, that an event occurred after a pci performed as part of medinol's bionics 38mm trial, on (B)(6) 2018: "post pci troponin test demonstrated a dramatic rise to 48,000ng/l with no symptoms. Pre-procedure troponin I on (B)(6) 2018 was 30 (normal ranges 2-50ng/l)" one elunir stent from lot # lnrin00109, type: 4.0 x 38 (study device) and one elunir stent from lot # lnrin00164, type: 3.5 x 20 (commercial, non-study device) were deployed during the same procedure. Information received on jan. 17, 2019 through medinol's clinical department in (B)(4): medical monitor's assessment: preferred term (confirmation): peri procedural mi, relatedness to study procedure: related, relatedness to study device: unlikely related, expectedness (confirmation): expected, does this require a change to icf? No, endpoint adjudication: yes/no? Yes, usade: yes/no? No. "The patient was hospitalized on (B)(6) 2018 due to syncope event - loss of consciousness and trauma injury in his face and chest area as consequence. In addition, pneumonia and fever up to 38.7 c° (pr) which was probably the cause of the syncope. There is no family history of cardiac disease, no chest pain or palpitation around the syncope event. Due to the trauma injury the patient underwent a CT scan of the head, chest, and abdomen. On cardiac cta: severe cardiac disease with lad stenosis, therefore he was referred to cath lab and underwent pci on (B)(6) 2018. Event description: post pci troponin test demonstrated a dramatic rise to 48,000ng/l with no symptoms. Pre- procedure troponin I on (B)(6) 2018 was 30 (normal ranges 2-50ng/l). Severity: severe, outcome: resolved, action taken included: none, subject was discharged on (B)(6) 2018. Diagnoses upon discharge: pneumonia, hereditary hypertrophic cardiomyopathy, non st elevation mi (nstemi). Background diagnoses: arterial hypertension, bilateral inguinal hernia without mention of obstruction or gangrene. Previous procedures/surgeries:s\p laparoscopic inguinal hernioplasty ((B)(6) 2012). History: cardiac echo performed on (B)(6) 2018. Number of diseased vessels were 2 viz- 1.) Lad/diag and 2.) Lcx/om/ramus. Number of target lesions treated is 1. Non target lesions were also treated. There were no complications during the procedure. Guiding catheter used: 6f, guide wire diameter: 0.014. The wire crossed the target lesion without complication. Elunir 38mm stent advanced beyond the guiding catheter. Elunir 38mm stent was implanted. Number of stents implanted in the target lesion 1. Final timi flow was 3. There were no procedural complications, device deficiency malfunction, or user error associated with the first stent that was deployed in patient. The first stent was the assigned study stent from lot # lnrin00109, 4.0x38. The pressure used for deployment was 12 atm. Information received on jan. 22, 2019 from medinol's clinical department in (B)(4): on (B)(6) 2018, 2 stents were deployed: 1st stent (elunir lot # lnrin00109 size 4.0x38) to lad cass # 12, 2nd stent (lnrin00164 size 3.5x20) lad cass 13. Exact date and time after the procedure when it was found that the troponin test demonstrated a dramatic rise to 48,000ng/l was (B)(6) 2018 at 09:22. Elunir product from lot # lnrin00109 was stored properly per the instructions for use (IFU) on (B)(6) 2018. No damage was noted to the elunir product from lot # lnrin00109 packaging upon inspection prior to use on (B)(6) 2018. There was no difficulty removing the product from lot # lnrin00109 from the packaging. The product from lot # lnrin00109 was inspected prior to use and appeared to be normal. The product from lot # lnrin00109 was prepped properly per the IFU. No problems were noted during preparation of product from lot # lnrin00109. Procedure was completed successfully on (B)(6) 2018. Patient was anticoagulated fully during the procedure on (B)(6) 2018. Patient started on antiplatelet therapy after the procedure performed on (B)(6) 2018. He received a loading dose of clopidogrel 600mg on (B)(6) 2018. The condition of the patient immediately after deployment of elunir stent from lot # lnrin00109 was good. The patient is compliant with the medical regimen/antiplatelet therapy. Status of the deployed elunir stent at present: no events based on 30 days follow-up visit dated (B)(6) 2018. There was no injury to patient during the procedure on (B)(6) 2018. Current status of the patient: no events based on 30 days follow-up dated (B)(6) 2018. Other procedure performed on the patient after (B)(6) 2018: ICD (pacemaker) on (B)(6) 2018 due to syncope events.